Manufacturer narrative:
The insulin pump monitored for several days and no unexpected beeps noted. The insulin pump received with minor scratched lcd window, cracked battery tube threads, scratched case and pillowing keypad overlay.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's pump beeps without displaying any message. It was reported that the device had no alarms in the memory. It was reported that the customer insisted on replacing the pump. It was reported that the pump would be replaced and returned for analysis. No further information provided.